Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported that post an unrelated surgical procedure, where the ipg was not placed into surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative was unable to recover the ipg through troubleshooting. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction section h6: codes have been corrected.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.